Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer was using cold insulin and not completing the air removal step. Tandem technical support educated customer on proper cartridge loading steps and the use of room temperature insulin. It was reported that the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. Customer administered a manual injection to address bg. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.